Event description:
Additional information was received on (B)(6) 2021. The manufacturer representative (rep) reported that ins replacement surgery was pending insurance pre-authorization. The hcp believes the cause of the event was due to the ins reaching normal depletion, however the ins was implanted in (B)(6) 2016.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the replacement surgery was scheduled for december 20th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. Pt says they want to meet with a rep because their therapy isn't working and they are in a lot of pain. Pt says they have been in this pain for "longer like a year" (asked, unknown). Pt says that his "primary care was giving me pain pills but her director said she wasn't allowed to give me any more medication". Pt says "one of the reps told me my model is old, and they said to talk to the dr about getting another lead put in". They said this conversation took place last year sometime "it was less than a year ago, they jumped it and got it going again but its not helping the pain". The patient was redirected to their healthcare provider to further address the issue. Pt says they have an appointment on (B)(6) at 10am. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the cause of the patient¿s therapy not working/pain was the stimulator was still working, but it was taking the patient 4 to 5 hours to charge. Actions taken to resolve the issue of the therapy not working and pain issue was the physician was going to change the ins. It was indicated that the issue had not yet been resolved and noted that the patient did not use their device a lot due to the charge time it takes, but again reported that the physician was going to change the battery. (B)(6) 2021 (rep): no new information. (B)(6) 2021 (rep): additional information was received from the manufacturer representative (rep) reporting that the cause of the patient¿s therapy not working/pain was the stimulator was still working, but it was taking the patient 4 to 5 hours to charge. Actions taken to resolve the issue of the therapy not working and pain issue was the physician was going to change the ins. It was indicated that the issue had not yet been resolved and noted that the patient did not use their device a lot due to the charge time it takes, but again reported that the physician was going to change the battery.